Event description:
Patient's mother reported the infusion device is displaying an e7 (electronic error) message. Mother stated the device has a new battery and a new battery cover. Mother reported the vibra-alarm is defective. Mother stated sometimes the infusion device switches off by itself. Mother reported experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Pump does not switch off by it self.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.